Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported being hospitalized on (B)(6) 2017 for peritonitis. Upon follow up with the patient's nurse it was reported that the patient was not hospitalized, but presented to the emergency room (B)(6) 2017 with cloudy bags and a lot of fibrin. However, the patient did not complain of abdominal pain. Per the nurse, the emergency room was crowded and as a result the patient left against medical advice. IV antibiotics were given, no ip antibiotics were administered, his wbc count was 150 and neutrophils were 94%. Culture results were not available. The nurse stated that the patient was in the clinic on (B)(6) 2017 with clear effluent and no signs of infection. Dob (B)(6) 1964, on pd since (B)(6) 2015.

Manufacturer narrative:
Additional information: product catalog number updated device evaluation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported being hospitalized on (B)(6) 2017 for peritonitis. Upon follow up with the patient's nurse it was reported that the patient was not hospitalized, but presented to the emergency room (B)(6) 2017 with cloudy bags and a lot of fibrin. However, the patient did not complain of abdominal pain. Per the nurse, the emergency room was crowded and as a result the patient left against medical advice. IV antibiotics were given, no ip antibiotics were administered, his wbc count was 150 and neutrophils were 94%. Culture results were not available. The nurse stated that the patient was in the clinic on (B)(6) 2017 with clear effluent and no signs of infection. (B)(6), on pd since (B)(6) 2015.